Manufacturer narrative:
The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. (B)(4)

Event description:
It was reported that the physician encountered difficulty during insertion of the intra-aortic balloon (iab). The physician believes it may be from the lack of the stylet, which is no longer included in the iab kits. There was no reported injury to the patient.

Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that the physician encountered difficulty during insertion of the intra-aortic balloon (iab). The physician believes it may be from the lack of the stylet, which is no longer included in the iab kits. There was no reported injury to the patient.

Manufacturer narrative:
The product was returned with the membrane loosely folded and blood found on the exterior of the catheter. The one-way valve, extender and pressure tubing were also returned. The sheath was not returned for evaluation. Two kinks were observed on the catheter tubing approximately 41.9cm and 76.5cm from the iab tip. The one-way valve was vacuum tested and it held vacuum. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extender tubing was performed and no leaks were detected. A leak may impact the ability to maintain vacuum. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. An evaluation of the product was unable to duplicate the reported problem. The product performed according to specification. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that the physician encountered difficulty during insertion of the intra-aortic balloon (iab). The physician believes it may be from the lack of the stylet, which is no longer included in the iab kits. There was no reported injury to the patient.